Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 205mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient denied developing any symptoms. The patient reported visiting their doctor¿s office on (B)(6). The patient reported receiving treatment of glucose tablets/gel from their doctor. The patient reported testing their blood glucose on their doctor¿s meter but could not recall the exact reading obtained. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient required treatment from an hcp after the alleged issue began.